Manufacturer narrative:
Physio-control advised the customer that their device is no longer under warranty and not field serviceable because it is no longer supported by physio-control. Physio recommended that the unit be permanently removed from service and that the customer obtain a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.